Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation in a less working pressure few seconds, the balloon was not fully deployed and was burst during the process. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.